Event description:
It was reported that a patient discovered a leak in the mainbody of a transfer set. It was found that when the patient went to replace the solution, the patient made a "violent action" that damaged the product and the mainbody of the transfer set began to leak. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification and identified damaged tubing (complete separation of tubing located inside of the twist clamp sleeve/occluder feet). Leak testing was performed and identified leak through the tubing due to the separation of the tubing. Clear passage test and integrity of connection testing were performed with no issues noted. The reported condition was verified. The assignable cause was determined to be damaged component. Should additional relevant information become available, a supplemental report will be submitted.